Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "recalled implants textured", "ruptured implant" and "breast pain, greater on the right, concern for implant integrity" and " intracapsular needle rupture. "Confirm with mammogram. This record is for the left side. Device remains implanted.